Manufacturer narrative:
Based on the result of the investigation on the returned port and catheter, we concluded that the reported defect (split) is due to a pinch-off grade 2 of the catheter.

Event description:
Event desc: xcela port split inside in the pt, was placed about a month ago, had to be removed.